Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported they experienced a shock/zap sensation near their implant/at implant site and lost feeling in their leg, arm, and face. Pt stated this happened about 5-10 minutes prior to the call and the feeling in limbs and face had not completely returned yet. Troubleshooting reviewed that pt could turn stimulation off if they feel necessary until they follow up with their physician. The patient was redirected to their healthcare provider to further address the issue.